Event description:
(B)(4). Blood pressure instability. Unexplained migraines leading to emergency room trips. Unexplained nausea. Stabbing pelvic pain. The feeling of giving birth during cycles. Unbearable pain in pelvic area and ovary area during cycles. Bladder leakage.